Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received a message 'lo' (reading <40 mg/dl) on the adc device and as a result went to the hospital. It was further reported a reading of 400 mg/dl obtained on an hcp meter one hour and forty-five minutes later and the customer received an insulin injection and insulin drip for treatment. No further treatment was reported. There was no report of death or permanent impairment associated with this event. A sensor result of ¿lo¿ was compared to an hcp meter reading of 400 mg/dl. The results when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant.